Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a suspected pump thrombus. Log files were sent for review. The event log captured routine events. The ventricular assist device (vad) and peripheral equipment appeared to have functioned as intended. A speed change was noted back on (B)(6) 2025 from 9400 to 9800 revolutions per minute (rpm). There was also elevated lactate dehydrogenase (ldh), amber urine, and an abnormal ramp/rpm echocardiogram (echo).

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombus could not be confirmed through this evaluation. The submitted log file contained data from (B)(6) 2025. No notable events or alarms were captured, and the pump appeared to function as intended at or above the low-speed limit for the duration of the file. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU "patient care and management" outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.